Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway at zmc. The reported problem (displayed service code) has been confirmed. Upon investigation, the monitor displayed a service code. Root cause investigation is currently underway. A supplemental report will be sent upon completion of monitor evaluation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was displaying a service code.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The reported problem (displayed service code 102 - charge profile fault) has been confirmed. As received, the monitor displayed code 102 - charge profile fault. Upon evaluation, there were loose connections at j1111 on the c/a board, causing intermittent voltage readings and the service code. The cause for the failure was the loose connections. The root cause of the loose connections could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was displaying a service code 102 (charge profile fault).